Manufacturer narrative:
The investigation for the reported aic - system self-check error has been completed. The product was returned, and the aic - system self-check error was not confirmed. Controller error/ failure was not reproduced during testing, but upon further inspection, corrosion of the rs232 traces next to the battery failure buzzer super capacitors was identified. The root cause of the controller failure/ error was due to a corroded power battery manager (pbm). This report is being filed as part of a retrospective review of historical records.

Event description:
The us complainant had placed an impella cp for support of a patient admitted with stemi and vf arrest. Additionally, during support, the automated impella controller (aic) alarm and failed which prompted the cp to stop. The team replaced the aic on the pump patient who was pump dependent. The patient was supported appropriately after the aic was replaced per IFU recommendations. Additional information noted that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.